Manufacturer narrative:
(B) (4). (B) (4). The evaluation confirmed a cracked/failed power cord plug. Abbott nutrition standard procedure includes attempting to obtain all required information from the source. Because this pump was returned to abbott as part of a recall and was not associated with an initial reporter.

Event description:
Cracked or failed power cord plug.